Manufacturer narrative:
The patient¿s meter was returned for investigation. Upon investigation of the returned meter, the display shows no error during investigation (no missing or faint segments). The circuit board shows no contamination that could temporarily lead to the complained error.

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter complained of display issues on coaguchek xs meter serial number (B)(4). The meter display check showed the first number '8' in the results field was missing segments. The customer received a result of '27.2 sec'. The display issue complained about could cause results to be misinterpreted.